Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs. The sensor interface board was replaced to resolve the manifold pressure sensor error found in the logs and the unit was returned to service.

Event description:
The ge healthcare service representative performed a checkout of the equipment and discovered an alarm that indicates a possible loss of mechanical ventilation in the logs. There was no report of patient involvement.